Event description:
Procedure: urologynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Per add'l info received, the pt has experienced an apical prolapse with "a good sized" enterocele between previously grafts. Add'l data from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Per add'l info received, the pt has experienced an apical prolapse with "a good sized" enterocele between previously placed grafts. Associated mdrs: 1018233-2012-02087, 1018233-2012-02089 and 1018233-2012-02088.

Manufacturer narrative:
(B)(4). Add'l data from importer report: (B)(4) 2012; uretex to2 urethral support system; catalog #: 485054; (B)(6).